Manufacturer narrative:
On june 19, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that no damage, anomalies, or foreign matter were observed on the breast implant. However, in the photo attached, a defect, described as a feather by the customer was noticed in the implant. Since the device was received without packaging, the particle could have been lost during the implant shipping. Based on the information currently available, a product issue was identified during the investigation of the photo received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. Per manufacturing procedures, the devices and working surfaces are cleaned and the devices are sealed inside inner and outer thermoforms and are 100% inspected. The air supplied to the controlled manufacturing environment is supplied through high efficiency particulate air filtration. Due to all the manufacturing controls in place, this complaint cannot be confirmed to be a manufacturing defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 04, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Paperwork received with the device provided a patient identifier. The appropriate field has been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 470cc mentor memorygel xtra breast implant prosthesis was found to have a foreign material described as a feather present on the implant upon opening of the device packaging. The event occurred pre-operatively without patient involvement.